Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The pt coughed up the capsule into her mouth, after the delivery system was removed. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule returned separate from the delivery system. The trocar needle was not advanced, but it was slanted to one side. There was no blood/tissue on the trocar needle. No significant kinks/bends in the delivery system. The plunger was fully depressed and retracted. The push pin/thrust tip had no significant evidence that the needle slid off of it.